Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer stated that they were treated with 20 units of manual injection. The customer declined troubleshooting for high blood glucose. The customer stated did see drops coming out of the end of the set. The customer declined troubleshooting for high blood glucose. The device will be returned for analysis.